Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels. The customer's reading was 600 mg/dl. The customer treated with the insulin pump. The customer's symptom included body aches. The customer performed a manual prime and saw insulin exit the tubing. The customer performed the high pressure test and it passed. The insulin pump was not replaced or returned for analysis.